Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 57-year-old male was implanted with an impella rp device for mechanical circulatory support. The complainant reported that the impella was on flows that were lower than recommended, and during this time the pump stopped. This was during a planned removal, so restarting the impella was not attempted.

Manufacturer narrative:
The investigation of pump stop has been completed. Product evaluation confirmed no abnormalities with the exterior of the pump. However, once a teardown was performed retainer damage was found. This was confirmed via computed tomography (CT) scan imaging. Data log analysis confirmed a high motor current pump stop occurred at the end of the case. The cause of the pump stop was bearing wear. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04670 d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. H.6 code 4625 and 4627 were reported incorrectly. New code was added to health effect - impact code.